Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the replacement is not yet planned but the device has been turned off. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that all weekend, the patient had problems with their symptoms. They had no control and the urine was gushing out. They were having pain like they were going through the bladder test. They stated they were going to increase stimulation. They were on program 3 at 2.3 volts when "things went crazy". The patient said it was "banging" in their bladder and down their leg. The stimulation sensation kept getting harder and harder on its own. They were finally able to get stimulation turned off. It was recommended they leave stimulation off and have the device checked. They were redirected to their healthcare provider to further address the issue. Additional information was received from the patient. When asked to clarify the report the stimulation sensation kept getting harder and harder on its own, they replied they had tried to turn it down and it just kept getting harder. They were finally able to turn it off. It was unknown what the cause of "things going crazy," stimulation sensation getting harder and harder on its own, and it "banging" in their bladder was. They did not know what most likely caused or contributed to the issue. They experienced some discomforting pain and gushing of urine three times, which was why they were checking the device to make sure it did not get shut off. When asked what steps were or would be taken to try to resolve the issue, they responded they had contacted their manufacturer representative. The issue was not yet resolved. Device removal or replacement was not yet planned. They noted they needed to meet with their manufacturer representative and could not answer all questions properly yet, as they had not seen the doctor and would not be able to for a couple of weeks.